Event description:
Healthcare worker experienced burning and whitening on left wrist after removing pouches from a completed load. The pouches were noted to have fluid on them and the vaporizer plate was not in place. Worker rinsed contact site areas with water and symptoms resolved in 5 minutes. Worker did not seek medical treatment.